Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "backup alarm failed" (diagnostic code 1104), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "backup alarm failed" (diagnostic code 1104), had occurred. The remote service engineer (rse) advised the customer to confirm the error code had occurred by running tests. The customer ran tests and the logs were reviewed. The reported error code was unable to be confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).